Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The hcp reported the pt's pain control was worsening starting approximately 5 months ago. The hcp had increased the delivery of the pt's drugs several times, but was unable to control the pt's pain. During a recent pump refill appointment, the hcp reported aspirating 18cc of drug from the pt's 18ml drug pump. The hcp performed troubleshooting which indicated a motor stall. The pt's pump was explanted and replaced after 8 months implant duration. The hcp filled the pump with preservative free normal saline. The hcp reports no patient injury. Prior to the placement of the new pump, the drug contained in the pt's pump was dilaudid (10 mg/ml), clonidine, and bupivicaine delivered at 1.7mg/day.